Manufacturer narrative:
(B)(4). Batch #t5cf3c. Investigation summary: the analysis results showed that one gst60b cartridge reload was returned unfired, with two double drivers missing and two double drivers out position, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during resection of retroperitoneal tumor, the device staple drivers fell off when the packaging was opened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.